Event description:
Reporter stated that device had to be explanted due to occlusion. Two portals explanted in same week for same reason. Faciolty's biomedical dept cut open one portal and found it clogged with red brown material. Second portal was discarded without any checking.